Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a primary plum y-type blood set in which it was reported that there was leakage from the drip chamber. The issue was noted during infusion. There was no bleedback, no biohazard, no user facility medwatch, and no chemo. There was patient involvement, but no delay in critical therapy and no adverse event.